Event description:
The customer reported the device did not recognize the ECG cable. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse), who confirmed the reported symptom. The ECG connector and parameter pca were replaced to resolve the issue. The device then passed all testing and remains at the customer site for use. Philips were unable to determine the cause of the malfunction as multiple parts were replaced.